Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device to treat urge incontinence; the trial began (B)(6) 2019. It was reported the trial patient doesn't feel that she is emptying her bladder after she voids as she needs to go again a short time later. Patient has been advised to contact clinician for their health concerns. Patient status was reported as alive; no injury. No further complications were reported or are anticipated.